Event description:
It was reported that "the balloon could not maintain the inflation and it was unable to measure pulmonary artery wedge pressure (pawp) on the first day of use, although the balloon inflated at the inflation test. The catheter was replaced." No patient injury was reported.

Manufacturer narrative:
One catheter with attached monoject 1.5cc limited volume syringe and 3 three-way stopcocks was returned for evaluation. No introducer or package was returned. The balloon failed to maintain its inflation due to leakage. Leakage was found on the catheter body at 50.5 cm from the catheter tip. A slit, approximately 2.5 mm in length was identified. All through lumens were patent without any leakage or occlusion. No visible damage to the balloon or returned syringe was observed. Balloon inflation test was performed using returned syringe. The slit was measured with lab scale and lab microscope at 20x magnification. Visual examination was performed under microscope at magnification 20x. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of balloon could not maintain inflation was confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.